Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, low battery and power error detected. The customer¿s blood glucose level was 131 mg/dl. Customer states that pump presented a low battery alarm and states when he got home he replaced the battery and the pump would not power on at that point. The customer was assisted with troubleshoot for low battery and found power error detected. The customer was assisted for blank display with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.